Manufacturer narrative:
Alleged failure: third party insulation cracked, compromised, broke, or breached (failed insulscan) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.